Event description:
The iabp alarmed "check catheter". When checked, small droplets of blood noted in extension tubing. Iabp turned off, & balloon cahteter removed from pt. The pt. Did fine, no adverse results.hospital reporting due to seriousness of event - what might have happened..